Manufacturer narrative:
Journal article: mazzone, patrizio, et al. ¿percutaneous left atrial appendage closure with watchman device: results from the traps registry¿, european society of cardiology(2016) 18:i7. Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Reported via journal article. Same article as MDR ID: 2134265-2018-03179. The traps registry is an observational, multicenter registry involving four italian centers. Consecutive patients who had undergone laao with watchman device were enrolled. A total of 151 patients were included in the registry from may 2012 to october 2015. Implantation of the device was successful in 150/151 patients, with no or minimal (< 5 mm) leakage as assessed by peri-procedural transesophageal echo. Intra procedural complications reported: pericardial effusion with tamponade and thrombus formation which was treated with aspiration. All of the events were effectively managed, without sequelae and no other events were reported within 7 days after the procedure. Post procedure complications after the watchman device implantation during the follow up period reported: five ischemic disabling strokes, however, two of these strokes were unrelated to the laa, since they occurred in patients with carotid artery disease, in which a complete seal of the laa was present and the absence of thrombus on the device surface was observed via the transesophageal echocardiography (tee). A trans ischemic attack (tia) was reported in three patients and thrombus formation was reported in four patients.